Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch.

Event description:
Patient underwent a right shoulder arthroplasty, and subsequently glenoid radiolucency was noted 14 days post-implantation. Additionally, the patient also reported inadequate range of motion at three weeks post-operatively, pain and impingement at six weeks post-operatively, continuing pain at 3 months post-operatively, and impingement approximately one year post-operatively. No revision has been reported to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 13 states, "intraoperative or postoperative bone fracture and/or postoperative pain.

Event description:
Patient underwent a right shoulder arthroplasty and 14 days post-implantation, the patient experienced 1 mm of glenoid radiolucency in zone 8. The patient also reported pain at the six week post-operative appointment. No revision has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 4 MDR's filed for the same patient (reference 1825034- 2016-04080/ 05418/ 05419/ 05423).

Event description:
Patient underwent a right shoulder arthroplasty and 14 days post-implantation, the patient experienced 1 mm of glenoid radiolucency in zone 8. The patient also reported inadequate range of motion at 3 weeks and pain, instability, and impingement at the six week post-operative appointment. No revision has been reported to date.